Event description:
It was reported that the user experienced a high blood glucose up to 393 mg/dl after consuming approximately 30 grams of unannounced carbohydrates, with subsequent correction after dinner announcement and automated dosing by the ilet. Symptoms included shakiness and nausea. Outcomes included resolution of hyperglycemia without hospitalization after corrections and meal announcement, and the device continued to function. Investigation included clinical review of the event timeline and device performance as reported by the user. Investigation of this case revealed no device malfunction and suggested that unannounced carbohydrate intake was the likely contributor to the hyperglycemia, with the infusion set reported as a steel cannula and functioning. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-related factors such as unannounced snacks. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.